Event description:
The patient contacted animas on (B)(6) 2014 reporting that they have been in the hospital couple of times in the past six months for blood glucose (bg) excursions. The patient stated that their current bg is 100mg/dl range and normal. The patient reported that they are not alleging the pump and has no problems with it. The patient stated that they are calling because the medical staff at the hospital told him that the pump may be malfunctioning. Customer support (cs) had the patient disconnect from site to trouble shoot and rule out pump of low bg hospitalization on (B)(6) 2014. The patient stated that they had a bg of 20mg/dl with seizures. The patient stated that they were hospitalized and discharged the same day. The patient stated that the paramedics gave him 5% dextrose by IV. The patient reported that he they not eat that much on the day of and before bedtime they bolused themselves for the food they had eaten. Cs reviewed settings and all settings were correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.